Event description:
This patient developed a 0.5cm opening in the incision line of the pacer pocket with the generator exposed. This system was explanted and the patient was given antibiotics. The system has been retained by the hospital. Should additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.